Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. Customer's blood glucose level was 197 mg/dl. The customer stated that they received critical pump image on the screen after troubleshooting was performed,. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.